Event description:
Hcp reported an epidural abscess occurred. An MRI of the "I-spine" was planned. The pump was delivering fentanyl and baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
The patient did not report any symptoms, however his blood sugar was elevated into the high 200's to low 300's, and this was indicative of infection. There was post-surgical irrigation and debridement. There was no culture taken. The patient was seen on (B)(6) 2012 and he was asymptomatic and receiving effective therapy. The motor stall was caused by the MRI and it did recover immediately afterward. All of the patient's issues resolved and he had no current issues.

Event description:
Additional information received reported intrathecal catheter revision was not done because of the abscess. The abscess was unrelated to the pump or catheter.

Manufacturer narrative:
Catheter model# 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient required revision of the intrathecal catheter. The patient developed an unrelated spinal abscess, as previously reported, that resulted in a required "surgical intervention and prolonged hospitalization".